Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that right ventricular (rv) exhibited high defibrillation impedance. No intervention was reported. There were no patient consequences.

Event description:
New information noted that no intervention was performed.